Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the attending nurse observed fluid under the patient's catheter dressing. As the day progressed, the 500cc of saline was emptied. At an unspecified time later, the intensivist removed the icy catheter from the patient's right femoral vein. A new icy catheter was placed in the patient's left femoral vein. No further issues were reported.